Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report #8030965-2013-01594. Placeholder.

Event description:
It is reported during an orthopedic trauma procedure on (B)(6) 2012 the motor of the battery handpiece for a trauma recon system did not move or make noise when the surgeon pulled the trigger. Reportedly the surgeon used another device to complete the procedure with no further problem. This is 1 of 1 report for this event for (B)(4).